Manufacturer narrative:
Result - twenty representative customer samples were received for evaluation. All twenty samples were evaluated for IV needle retraction and lock-out with no defects identified. A review of the device history record was completed for the reported lot 5343761. The product was manufactured in december 2015. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - (B)(4) was not able to duplicate or confirm the customer's indicated failure mode. No defect was observed in the returned samples. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the button on the suspect device did not retract the needle, although the phlebotomist was unclear if she actually pushed the button. This led to a needle stick injury to the clinician, who had post exposure lab work. No prophylactic medications were provided and the source patient does not have a known infectious disease.